Event description:
Customer reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace damaged charging supplies.